Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens -12.5/+4.5/098 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6)2022. On (B)(6) 2022 the lens was repositioned, the surgeon reporting lens rotation, refractive surprise, and drop of ucva. Reportedly the lens remains implanted. The cause of the event is reported as device: "1st rotation of the iol (20degrees) and re-rotation after repositioning, no correction of the astigmatism; postop refraction=-4x40degrees."

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. Lens work order search-no similar complaint type events reported for units within the same lot. Claim # (B)(4).